Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The right plunger case was cracked. The bottom case was cracked in battery bay. There was a primary audible alarm post error in history. Start-up and multiple flow and occlusion tests were performed. The issue was not confirmed and was not duplicated. The analyst replaced the interconnect board and speaker as a preventative measure, parts were over 10 years old.

Event description:
It was reported the device gave a "primary audible alarm". No adverse effects to patient reported.